Event description:
Sixteen months post stenting and angioplasty of a right v3-v4 segment vertebral artery stenosis, the patient suffered a minor stroke in the territory of the treated vessel due to restenosis. The event resolved without sequelae with the use of medication (type and dosage unknown).

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke and restenosis are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Sixteen months post stenting and angioplasty of a right v3-v4 segment vertebral artery stenosis, the patient suffered a minor stroke in the territory of the treated vessel due to restenosis. The event resolved without sequelae with the use of medication (type and dosage unknown).